Manufacturer narrative:
Occupation: na/other. If information is provided in the future, a supplemental report will be issued.

Event description:
The following study investigated the outcomes of patients who underwent peroral endoscopic myotomy for achalasia. Complications that occurred during the surgery included cutaneous emphysema [10/87], mucosal injury [2/87]) and pneumothorax [1/87]. Of the two patients with mucosal injury one was found to have mucosal injury before surgery, and esophageal stent was applied in both patients. As for those with cutaneous emphysema, and pneumothorax, their symptoms were mild and no specific interventions were necessary. No mucosal perforation or delayed bleeding was observed in any of the patients during the esophagogastroduodenoscopy (egd), which was performed 5 days after surgery. Three months after polyneuropathy, organomegaly, endocrinopathy, m-protein (poem), five patients reported heartburn and regurgitation.